Event description:
This MDR is being reported at this lime as part of our internal review of past complaint and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. Event information: during treatment, handpiece head heated up and the patient was burned on the lower lip. The dentist gave ointment to the patient and asked the patient to go to a dermatologist. The dentist returned the complaint handpiece via distributor and asked nakanishi to investigate the cause of the heat up.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below: methodology used : nakanishi examined the device history record for the subject x95 device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities. Such as cracks or debris, on the outside of the handpiece. Nakanishi measured the temperature of the head of the handpiece for several minutes of operation and did not observe an abnormal rise in temperature. Identification of the specific failure mode(s) and/or mechanism{s) and tile associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed there was not sufficient amount of oil inside the cartridge, but nakanishi is not sure whether this lack of oil could cause the handpiece head to overheat. Conclusions reached based on the investigation and analysis results. Nakanishi identified this heat up might be due to a lack of maintenance, then nakanishi returned this handpiece after overhaul to the dentist.